Manufacturer narrative:
Once the sample is received an investigation will be started. Upon completion of the investigation the results will be forwarded to the FDA in a follow up MDR.

Event description:
The premicath catheter was implanted in the patient on (B)(6) 2026. On (B)(6) 2026, upon entering the room, the nurse noticed that the device was broken. The patient's father handed her a piece he had found on the floor. The care team (nurses and then doctors) repeatedly attempted to remove the remaining piece from the patient's body. The catheter broke again, and one of the pieces migrated to the leg, necessitating an operating room procedure under general anesthesia for its removal. The need for an operating room procedure to remove the migrated piece of the device extended the hospital stay and required re-infusion of the patient's fluids. The need for an operating room procedure to remove the migrated piece of the device extended the hospital stay and required re-infusion of the patient's fluids.